Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the basilic vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced to treat the lesion. The balloon was inflated; however the device would not inflate at all. When flushing was performed, there was like a small hole noted in the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).